Event description:
It was reported that upon positioning an embolization coil within an aneurysm, the coil prematurely detached. A portion of the coil remained in the parent vessel. No secondary intervention was performed to remove the coil. The pt was reported to be in stable condition. No harm or injury was reported.

Manufacturer narrative:
Sample analysis: a visual analysis of the delivery pusher revealed the coil detached from the delivery pusher. The delivery pusher is kinked and twisted 3 cm from distal end (3 cm mark). There is also damage at approx 1.5 cm from the distal end. The tether that attaches the implant coil to the delivery pusher was broken. The most distal segment of the broken tether has characteristics of strengthening visible. The remainder of the pusher was normal in specification. The implant coil was not returned for eval as it remains within the pt. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The catheter used with this device was not returned for eval. We cannot determine if this was a contributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.